Event description:
The patient reported with hyperglycemia and was being treated by the corrections via pump on (b)(6) 2026.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.